Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient had a replacement with a mentor memorygel breast implant 325cc. The patient¿s age at the time of the event was 32 years old. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation on (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 325cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: on (B)(6) 2021, mentor became aware that the following information were erroneously omitted from the supplemental report sent on (B)(6) 2021: the patient underwent removal and replacement with a 325cc mentor memorygel breast implant (catalog: smpx325 lot: 9570181 sn: (B)(6) on (B)(6) 2021. Manufacturer¿s reference number: (B)(4) date of explantation updated to (B)(6) 2021

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Implant date is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a mentor memorygel breast implant 325cc and suffered from capsular contracture baker grade IV on the right side. As a result, the patient will undergo removal on (B)(6) 2021.